Manufacturer narrative:
Section a2, a4, a5: unknown/asked but not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown the extent of patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown the extent of patient contact or if it was implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a damaged lens. There was patient contact. No other information was provided.

Manufacturer narrative:
Additional information was received and reported that the lens would not advance upon insertion in patient's eye and that there were no issues. The patient fully recovered. Upon customer clarification on (B)(6) 2024, it was confirmed there was an advancement issue which caused the lens to be damaged. Only the tip of the injector contacted the eye. The event is captured as a stuck in cartridge event. Therefore, this event is being downgraded, is no longer considered a reportable malfunction, and no further information will be provided under this manufacturer report number 3012236936-2024-00335. The following section has been updated accordingly: section h6: medical device problem code: 1069 is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.